Manufacturer narrative:
The full patient identifier for this case is (B)(4). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The customer telephone number is (B)(6). A beckman coulter field service engineer (fse) was dispatched to assess system performance. In conclusion, the cause of this event cannot be determined with the available information. Fse confirmed customer¿s issue. Fse replaced r1-1 syringe, r1-2 syringe, r2-1 syringe and probe. Fse cleaned brush. Fse performed calibration, quality control (qc) and precision run for two patient samples and obtained acceptable results. In conclusion, the cause of the event is a hardware malfunction.

Event description:
On (B)(6) 2022 the customer reported erroneous low and negative total bilirubin (tbil) patient results were generated on the customer's au5800 (au5800-10 chemistry analyzer, part number b96697 and serial number (B)(4). The erroneous results were not reported out of the laboratory. There is no report of change to patient treatment or management which occurred in connection with this event. The customer repeat tested the samples and obtained results which were considered to be correct. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess instrument performance.